Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured before reaching the nominal pressure when inflated at 20 atm. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter was received for evaluation. During visual evaluation, a rupture was noted to the balloon. No kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional testing, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon. The balloon fibers were stripped and under microscopic examination a compound rupture was noted to the balloon. Frayed fibers were noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon under microscopic examination. The investigation is also confirmed for the identified material frayed as frayed fibers were noted to the balloon under microscopic examination. A definitive root cause for the reported compound balloon rupture and identified material frayed could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2024), g3, h6(device). H11: g1, h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured when inflated to 20 atm. There was no reported patient injury.